Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-jan-2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for less than 3 days. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 5.